Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated he has experienced high blood glucose all week. The customer stated he removed the reservoir and noticed that insulin had leaked past the o-rings into the reservoir compartment. The reported blood glucose reading during the phone call was 92 mg/dl.